Manufacturer narrative:
E1: patient city:(B)(4). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 28-june-2024, it was reported by the patient tape was not sticking and infusion set got loose. The infusion set was in use for 3 days. No further information available.